Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental. Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system was not returned. The trocar needle was advanced. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification, however a root cause could not be determined without the delivery system.

Event description:
A repeat procedure was performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing procedures for a few months. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.